Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12july2019. Manufacturer's field service engineer (fse) evaluated the unit and was able to confirm and duplicate the reported issue and replaced the unit's touchscreen to resolve the reported issue. Fse tested and calibrated the touchscreen successfully.

Event description:
Customer contacted technical support (ts) stating that unit had touchscreen failure. The customer reported there was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 15aug2019. Failure investigation completed. The ul_lr and ur_ll resistance and resistance ratio were out of spec. Fault are found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.